Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that insulin pump was stuck in the rewind stage. While attempting to bypass that stage, the customer reportedly received a prime alarm on his insulin pump. The customer was attempting to transfer over information from his old insulin pump to his new one. Nothing further was reported.